Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after opening the product, there was a foreign object attached to the inside of the foley catheter shaft.

Manufacturer narrative:
The reported event was unconfirmed. Received (6) photo samples. First photo sample shows opened all silicone foley catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows the catheter balloon with a small spec. The fourth photo shows the catheter shaft with a small spec. The fifth photo shows inflation valve cap. The sixth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley. Visual inspection of the sample noted 2 specs of foreign material on the catheter shaft upon return. This met specification per inspection procedure which states "product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6 mm² or 1/16" in length per tappi dirt estimation chart (maximum 3 particles per side or surface). No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after opening the product, there was a foreign object attached to the inside of the foley catheter shaft.